Event description:
Customer reports back to ack testing on the same meter while suing the advantage system with results of hi (>600mg/dl) and 142mg/dl. No quality controls were run. No adverse event reported. A requested was made for return of the suspect product and a replacement was sent.